Manufacturer narrative:
During testing, the pump passed the sleep current measurement, active current measurement and self-test. The pump was monitored during testing, no blank display noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, stained/peeling serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further checking of the pump history records: battery cycle 3.0 received the lowbatteryalert (104) on 12/12/2024 23:35:00 after more than 7 days at 20.1 days. Battery cycle 2.0 received the lowbatteryalert (104) on 11/04/2024 05:17:00 after more than 7 days at 21.28 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 13-dec-2024 in the pump history file. 12/12/2024 23:35:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 12/13/2024 09:06:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 12/13/2024 09:16:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 12/13/2024 09:37:00.000 alarmalertnotification (40) faultnumber: offnopower (11) 12/13/2024 09:47:00.000 alarmalertnotification (40) faultnumber: offnopower (11) low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power (11) was expected (battery power depleted). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lowbatteryalert (104) not confirmed. Changebatteryfault (73) not confirmed. Offnopower (11) not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss not confirmed. Charge/battery lasts less than expected not confirmed. Blank display not confirmed. However, the pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. No damage noted on the force sensor. During visual inspection, found corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.